Event description:
A malfunction alarm was reported with the code malf 16. There was no reported impact to the customer¿s blood glucose level. The customer was informed that the pump needed to be replaced and opted to use multiple daily injections (mdi) as a backup insulin therapy. Tandem technical support confirmed the replacement of the pump, verified the customer's shipping address, and provided instructions for returning the problematic pump.